Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient experienced dampened waveforms. As a result, on (B)(6) the patient underwent a right heart catheterization which discovered thrombosis of the pulmonary artery branch where the sensor is implanted. The imaging revealed that the sensor was implanted in a vessel smaller than the recommended size. The patient is currently in stable condition; however, it is unknown whether the patient experienced any adverse health consequences due to the product.